Event description:
It was reported that during a laparoscopic lower anterior resection, the stapler misfired and partially cut. The anastomosis donuts were checked and the distal donut was reported as incomplete in the distal end. On further investigation of the anastomosis site, there was a large hole. The procedure was converted from laparoscopic to open with conversion to laparotomy, and a repeat anastomosis was performed to re-do the anastomosis. This resulted in the patient having a further 2 hours of surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.